Manufacturer narrative:
Corrected information provided in h.6. And h.11. Correction: on initial MDR the product code of (B)(4) was an error. It should have been (B)(4) on the original MDR. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that during an intraocular lens (iol) implant procedure, the implant remained stuck in the cartridge also in the incision. A backup lens of same model and diopter was used to complete the procedure on the same day and there were no consequences observed for the patient. Additional information has been requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).